Manufacturer narrative:
The reported custom tracheostomy tube was returned for examination. Investigation determined that a recent process change at the custom lab section of the manufacturing facility allowed for the error to occur. The manufacturing facility has determined that the issue occurred due to operator confusion between separate processes for two product types (sterile custom made bivona tracheostomy tubes and non-sterile custom made bivona tracheostomy tubes). Investigation confirmed that the issue was isolated to a single custom made bivona tube (lot number gs025081) and no other products were affected. Investigation found the root cause of the shipping error to be manufacturing. MFR# clarification: new registration number 3012307300 (B)(4) has been received, however, this initial MDR was filed under the prior registration number 2183502 (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occurred in (B)(6). It was reported by smiths medical staff that there was a non-sterile device that was found in inventory. The device was not received by the end user, no patient involvement, so no adverse event occurred.

Manufacturer narrative:
(B)(4).